Event description:
It was reported to boston scientific corporation that a resolution clip devices was used during a endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6), 2009 (patients weight is unknown). According to the complainant, during the procedure, while in the duodenum, they attempted to place a clip and the clip would not open. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2009. According to the complainant, during the procedure, while in the duodenum, they attempted to place a clip and the clip would not open. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complaint as reported has been verified through product analysis. Upon investigation, it was noted that the over sheath and the sheath grip were detached from the device and not returned. The clip assembly was still attached to the device via the control wire. The capsule bushing interface was separated. The clip was locked in the capsule. By repositioning the clip assembly onto the bushing, and then actuating the slider, the clip assembly was able to be deployed. This investigation will be assigned the most probable root cause classification of operational context. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Manufacturer narrative:
(B)(4) other (won't open). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from the review, a supplemental medwatch will be filed. (B)(4).